Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the pacing impedances had also increased, however, it minimally increased about 200 ohms to 250 ohms higher. Boston scientific technical services (ts) recommended increasing the upper out of range alert to 150 ohms and continuing to monitor. This ICD system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.